Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high definition liquid crystal display monitor powered down and would not turn on. There were no reports of patient harm.